Event description:
The insulin pump was returned for functional testing.

Manufacturer narrative:
The insulin pump alarmed. No delivery outside of specifications, due to a problem with the force sensor.